Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head in late 2018. The user started to experience degradation in sound quality with the device in (B)(6) 2019. In (B)(6) 2020 soft sound is reported with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user fell and hit her head in late 2018. The user started to experience degradation in sound quality with the device a month or two after the fall, in (B)(6) 2019; prior to that hearing performance was stable with the exception of a slight decline in speech testing. In (B)(6) 2020 soft sound was reported with the device.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. Reportedly a trauma occurred prior to the issues reported, which might have weakened the electrode fixation. However, a device investigation is necessary to determine a root cause. Further monitoring is considered but no date has been scheduled yet.

Event description:
The user fell and hit her head in late 2018. The user started to experience degradation in sound quality with the device a month or two after the fall in (B)(6) 2019; prior to that hearing performance was stable with the exception of a slight decline in speech testing. In (B)(6) 2020 soft sound was reported with the device.